Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Pt reports development of an allergic reaction to the device three weeks following umbilical hernia repair with mesh implant. Symptoms are described as general body redness with itchiness. The attending surgeon advised the pt that the event is not related to the device. Family physician prescribed an unspecified antibiotic and a dermatologist prescribed desonide 0.05% lotion.